Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified brachial vein. A 6.0mmx40mmx80cm (4f) sterling balloon catheter was advanced for dilation. During the procedure, on the first inflation at 14 atmospheres for 10 seconds, the balloon ruptured. The device was removed without any problem and no damage noted on the product. The rupture was found to be in a vertical form in the middle of the balloon material. A different model was used to complete the procedure. No complications reported, and patient status was good.